Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-23. H6: investigation summary a device history record review was performed for provided lot numbers 2005260 & 2005228 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringes. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant.

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: several white plastic fragments inside the syringe. The incriminated samples are available at the pharmacy. Date of occurrence: (B)(6) 2021 circumstance of occurrence: use of the syringe for local anesthesia. Clinical consequences: several white plastic fragments inside the syringe. Actions undertaken: withdrawal of all batches from the block and endoscopy. Informed manager and pharmacist. The medical staff opens the syringes and put their drugs in: white particles from the plunger remain stuck to the body of the syringe inside, making the syringe unusable. The evidence was found before the syringe was used, but the medical staff believe they may have used it.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2005260. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-13. Medical device lot #: 2005228. Medical device expiration date: 2025-04-30. Device manufacture date: 2020-05-11. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 20ml had foreign matter. The following information was provided by the initial reporter: several white plastic fragments inside the syringe. The incriminated samples are available at the pharmacy. Date of occurrence: (B)(6) 2021. Circumstance of occurrence: use of the syringe for local anesthesia. Clinical consequences: several white plastic fragments inside the syringe. Actions undertaken: withdrawal of all batches from the block and endoscopy. Informed manager and pharmacist. The medical staff opens the syringes and put their drugs in: white particles from the plunger remain stuck to the body of the syringe inside, making the syringe unusable. The evidence was found before the syringe was used, but the medical staff believe they may have used it.